Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating they would notify their physician after returning home in march. The cause of the therapy being off was unknown but the patient stated it happened when they tried to change therapies. The issues were not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient tried to change their setting last night (¿because his left hand does not allow him to cut a piece of meat on his place¿). It was noted that their doctor told them if they changed the settings to help their left hand it will affect their speech. When the ins was checked with the programmer, it was determined to be off. The patient was assisted with turning it back on and was able to change from program d to c. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported on (B)(6) that the device monitor was not working properly, pertaining to the aforementioned allegations. There were no further complications reported or anticipated.